Event description:
The following information concerning the reported event was copied from a carefusion ventilation complaint form that was submitted to carefusion by the distributor in (B)(4). "At 23:58, unit turns off without any audible alarm or fault message."

Manufacturer narrative:
Neither the foreign user facility nor the foreign distributor submitted a user facility/importer report to the manufacturer. (B)(4). Carefusion is in the process of coordinating with the user facility and the distributor in (B)(4) for the return of the alleged faulty device to the carefusion failure analysis lab for evaluation. Once the alleged faulty device has been received, evaluated by the carefusion failure analysis lab and carefusion has completed our investigation, we will submit a follow-up medwatch report.